Manufacturer narrative:
The device was returned and as part of the annual inspection process in addition to the reportable findings documented in b5, non-reportable findings are as follows; indication on grip was unclear; air/water cylinder and suction cylinder had no color; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; the cover of light guide bundle was damaged; and plastic distal end cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, a whitish foreign material was found inside the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.